Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that the speed switch was broken on the console device. During in-house engineering evaluation, it was determined that the trigger was broken, torn off, fan cover was broken, small electric drive upgrade was missing, and the regulator was broken. It was further determined that the device failed pre-test for function with all handpieces, function with pen drive, function with small electric drive, function with 90,000 pen, function of the sliding switch, version upgrade and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.